Event description:
I have a dexcomg6 continuous glucose monitor. It is almost impossible to install. This is my sixth attempt on the sensor. Only one time has the replacement of the sensor gone smoothly. This is due to the underlying, very poor design of the product. How could the FDA have approved this. The way the transmitter fits into the sensor is almost impossible to master. I can get it in; I just cannot get it out. The sensors need to be replaced every ten days. You have to use the transmitter nine times before it is replaced. So, when the sensor expires every ten days, you have to extract the transmitter from the sensor so you can reuse it. This is nearly impossible. Every time but one, I have literally had to break the sensor to get the transmitter out. My sister has another brand. The transmitter and the sensor are one unit. Her cgm is way easier to install. Please add this complaint to the many complaints which you must already have received about dexcomg6. Other important information about the person: intelligent and educated. FDA safety report ID # (B)(4).